Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass, hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient involved in a clinical trial underwent a breast augmentation surgery with implantation of a 395cc mentor memoryshape breast implant prosthesis. Post-operatively, the patient developed a lump on the areola of her left breast. Additionally, the patient was dissatisfied with the incision scars of the left and right breast due to the implantation surgery. As a result, the patient underwent surgical intervention for the lump removal on (B)(6) 2017, and a second intervention for scar revision on (B)(6) 2018. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-09060 for the contralateral event.